Manufacturer narrative:
Submitted: (B)(4) 2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the pump was intact without damage. On investigation, the audio bolus button was intact without damage; however was not functional when tested. The audio bolus button cover was removed for investigation and revealed the internal plug was missing. The battery compartment was cracked from the threads to the case seal. The pump case was removed for investigation and did not reveal any damage, defect or contamination of the pump¿s interior.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: unresponsive audio bolus button, cracked battery compartment.